Event description:
A pt reported that she was treated on 24 february 1998 in the glabella and nasolabial folds. The pt reported immediate redness at the glabella. The physician denied "blanching" or color change at the time of injection. The pt reported [date unknown] the glabella became tender and developed a blister with subsequent scab formation. On 27 april 1998, the physician noted a residual "triangle" pink scar at the glabella area. The area appeared to be healed. No med or surgical intervention was prescribed or planned. The physician believed this could be a hypersensitivity or a necrosis due to the collagen, but could not offer a definitive diagnosis. There was no reply by the physician to a request for follow up info.